Event description:
It was reported that during a nephrectomy procedure, the clip applier was double loading clips and hence the clip was not closing properly. The clip would then fall from the jaws without closing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.